Event description:
It was reported to nova biomedical that a consumer continued to administer insulin based on multiple high readings on their blood glucose meter. The consumer subsequently went to the hospital still getting high readings on her blood glucose meter. During the call to customer support, it was revealed that the consumer did not control solution test for integrity before use their initial test strips as instructed in our directions for use. A control solution test was performed while troubleshooting with customer support showing the test strips to fall out of range. The consumer continued to use the test strips in question and administered insulin based on the high results. The meter will be returned for eval. The test strips in question will not be returned as the consumer discarded them.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.